Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device currently remains implanted in the patient while the surgeon waits for a custom implant to be manufactured. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is indicated to undergo a left shoulder arthroplasty revision to replace the humeral component due to unknown reasons. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Review of provided x-rays states: observations indicating region for revision of the shoulder arthroplasty include humeral arthroplasty component is superiorly subluxed, abutting undersurface of the acromion, consistent with disruption of superior rotator cuff. There is also anterior subluxation of the humeral arthroplasty component and narrowing of the coracohumeral distance suggesting impingement of the subscapularis tendon. There is notching (mechanical erosion) of the proximal medial humeral metaphysis at contact with the inferior glenoid rim system with impingement. Request for a total humeral replacement is made due to distal humerus bone fractures and anterolateral dislocation of forearm bones at the left elbow joint. X-rays also indicate generalized osteopenia and severe, systemic arthritis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.